Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg); value not provided. Customer suspected that the insulin used to fill the cartridge was bad even though vial was not expired. The customer administered a bolus with pump and changed pump supplies to address elevated bg.